Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed control panel. The device was evaluated upon receipt. During the start-up test, notice that the screen does not turn on. Replaced control panel. Fv-est-ctu calibration. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen of the arctic sun device turned off and never turned back on. Per review of wo on 27jan2025, device was used on patient and no patient injury. Per follow up information received via task on 27jan2025, this would be sent to s-inter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen of the arctic sun device turned off and never turned back on. Per review of wo on (B)(6) 2025, device was used on patient and no patient injury. Per follow up information received via task on (B)(6) 2025, this would be sent to s-inter.